Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 311mg/dl. Reportedly, a correction bolus was administered to address the bg level. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the customer uses apidra insulin in their cartridge and is aware that apidra is contraindicated for use with the pump. Reportedly, a supply change was performed to address the occlusion alarm.